Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument placed and driven on an in-house system where, it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Based on the log review, the instrument was observed to have failed homing with an error code 22026 during initialization. The instrument was visually inspected and it did not have a blade exposure. Additional observation(s): the instrument was found to have a dislodged grip ring. The dislodged grip ring likely caused the grips to not open. The grips did not close. The grip open lever was not functional. The grip ring moved freely up and down grip at the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was reading caution on the system. The procedure was completed with no reported injury. On 10/28/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: vessel sealer extend was reading caution on da vinci xi tower.